Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k073231.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another onetouch ultralink meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 9pm. At unspecified times the patient reported blood glucose results of "243 mg/dl" with the subject meter and "190 mg/dl" with his secondary onetouch ultralink meter then later (time unknown), "397mg/dl" with the subject meter and "326mg/dl" with his secondary onetouch ultralink meter. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with an insulin pump and according to the csr's documentation, the patient administered an unspecified amount of insulin at an unknown time later, in response to the alleged issue. Three hours later, the patient claimed he developed symptoms of blurry vision, shaking, and headache as a result of taking too much insulin. Immediately after the onset of his symptoms, the patient reportedly administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.